Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an ablation procedure. During procedure, the implantable cardioverter defibrillator was post paced over-sensing t-waves and had intermittent loss of capture. Programming changes were made to resolve the issue. The patient was stable post procedure.